Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 500s mg/dl) and ketone level was trace. Insulin injections were administered to address bg. Customer alleged insulin was not as effective and more insulin may be needed to manage bg. Recommendation was made to discuss event with their healthcare provider.